Event description:
A 2-level cervical plate fractured in-situ. Revision surgery was performed to remove and replace the devices. The pt had a pseudoarthrosis.

Manufacturer narrative:
The explanted parts have not been returned yet.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the plate and screw fracturing was due to overloading beyond material strength capacity. Physician stated this as a possible cause due to patient activity that require bending and picking up heavy items repetitively. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged rod slippage concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.